Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced difficulty in adjusting stimulation settings following a hysterectomy performed a couple of months prior. The patient reported increased pain in their legs and noted that the stimulation surged when laying flat on their back. The patient had initially been programmed for only one group and had been adjusting the intensity manually, but found it challenging to return to a comfortable setting. The patient was redirected to their healthcare provider for further assistance and planned to meet with a representative for reprogramming and evaluation of the implant.